Manufacturer narrative:
A promus premier select ous mr 20 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts blifte and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 18 x 2.75mm, concentric, de novo target lesion containing a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. Following predilitation which resulted in 50% residual stenosis, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The lesion was predilated again but the same stent still did not cross. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.